Event description:
Device issue: none. Adverse event: allergic reaction. Time of adverse event: post procedure. It was reported that a patient presented with a rash on the chest, neck, ears, back, arms and legs. Reportedly, the rash was not painful, but was itching. Reportedly, two xience v stents were previously implanted in the patient's anatomy on an unspecified date. Treatment, if any, was not provided. There was no reported adverse patient sequela. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). (B)(4). Rash/hypersensitivity/allergic reaction is a known adverse event as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. Since it was reported that the patient is allergic to nickel, it should be noted that the xience v IFU states that the xience v stent is contraindicated for use in patients with hypersensitivity or contraindication to everolimus or structurally-related compounds, cobalt, chromium, nickel, tungsten, acrylic, and fluoropolymers. The 4.0 x 15 mm xience v is being reported under this medwatch report number.